Event description:
The manufacturer became aware of an allegation of a ds2adv auto CPAP stating that his replacement device is not working. Once he pushed the therapy button, it will just flash on and off, then it will reset and all he can see is the philips brand keeps flashing on the screen. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found out that the customer complaint was not reproduced. In addition, pca burned, screen with scratches, solution pollution ds2 reusable pollen filter solution pollution ds2 inlet/outlet seal were observed. Error codes were found on the device. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.